Event description:
Reporter indicated a patient implanted with vns had died, but no other information was known. The date of death and vns generator explant date are approximate. The vns was explanted and returned for analysis on (B)(6) 2013. No anomalies were noted with the generator, and the generator performed per specifications. Attempts for additional information are in progress.

Event description:
Additional vns programming history was obtained which documented no high impedance through (B)(6) 2012. An impedance change occurred on (B)(6) 2011 from 4087 ohms to 3000 ohms, indicating normal device function.

Event description:
The death certificate was received to the manufacturer which noted the death date was (B)(6) 2012. The death occurred in the patient¿s home. The cause of death is listed as complications of cerebral palsy (15 minutes) and cerebral palsy (years). The patent had comorbid conditions of mental retardation, seizure disorder, and right hemiparesis. No autopsy was performed. The patient was cremated on (B)(6) 2012. The patient was last seen alive on (B)(6) 2012.

Manufacturer narrative:
The death date is (B)(6 )2012 per the death certificate.

Manufacturer narrative:
The correct explant date per the death certificate was (B)(6) 2012; this information was inadvertently omitted from follow-up MDR report #2.